Event description:
It was reported a perforation occurred. A patient was surgically implanted with a greenfield inferior vena cava (ivc) filter in (B)(6) 2002. On or about (B)(6) 2017, the patient had a CT scan which showed the greenfield ivc filter had tilted with the apex against the lateral wall of the ivc. Multiple struts perforated the ivc wall and the left posterior lateral struts entered the origin of the left retro-aortic renal vein. On or about (B)(6) 2019, the patient had another CT scan which showed the greenfield ivc filters struts had perforated the aortic wall and extend up to 4mm beyond the aortic wall. One strut extends into the left renal vein. The filter remains implanted at this time. No further complications were reported. It was further reported that on (B)(6) 2019 the ivc filter was present and the tip of the filter was at the level of the right renal vein. Confluence of the left renal vein was at the level of the filter struts, 5 cm inferior to the confluence of the right renal vein. No filter fracture was identified. No obvious ivc stenosis.

Event description:
It was reported a perforation occurred. A patient was surgically implanted with a greenfield inferior vena cava (ivc) filter in (B)(6) 2002. On or about (B)(6) 2017, the patient had a CT scan which showed the greenfield ivc filter had tilted with the apex against the lateral wall of the ivc. Multiple struts perforated the ivc wall and the left posterior lateral struts entered the origin of the left retro-aortic renal vein. On or about (B)(6) 2019, the patient had another CT scan which showed the greenfield ivc filters struts had perforated the aortic wall and extend up to 4mm beyond the aortic wall. One strut extends into the left renal vein. The filter remains implanted at this time. No further complications were reported. It was further reported that on (B)(6) 2019 the ivc filter was present and the tip of the filter was at the level of the right renal vein. Confluence of the left renal vein was at the level of the filter struts, 5 cm inferior to the confluence of the right renal vein. No filter fracture was identified. No obvious ivc stenosis. It was further reported that patient was put on warfarin then xarelto for post placement anticoagulation. On (B)(6) 2014, the patient was on anticoagulation monitoring for warfarin therapy. The patient was to continued to be on warfarin therapy from home due to a warfarin indication of dvt. The patient inr baseline was 1.2 and the patient indr result was 1.1. On (B)(6) 2015, a nm lung scan v/q radiology procedure was performed due to a history of dyspnea, which revealed the exam was a low probability for pulmonary embolism with no evidence of new perfusion defects. On (B)(6) 2015, the patient presented to the emergency room and was treated with warfarin. On (B)(6) 2016, the patient presented to the emergency room and was treated with warfarin. On (B)(6) 2018, the patient presented to an office visit and was treated with xarelto. On (B)(6) 2018, the patient underwent a CT abdomen/pelvis due to abdominal pain, left lower quadrant pain, and rectal bleeding. It was noted no ascites, free air, or bowel obstruction. The ivc filter was observed. There was no evidence of acute abdominal process. The CT scan revealed small bilateral non obstructing renal calcifications. On (B)(6) 2020, the patient presented to the emergency room was treated with xarelto. On (B)(6) 2020, the patient underwent a ultrasound arterial duplex lower extremity bilateral exam due to peripheral vascular disease. It was noted that there was no evidence of hemodynamically significant stenosis or occlusion in the arteries of either leg. No further patient complications were reported in relation to this event.

Event description:
It was reported a perforation occurred. A patient was surgically implanted with a greenfield inferior vena cava (ivc) filter in (B)(6) 2002. On or about (B)(6) 2017, the patient had a CT scan which showed the greenfield ivc filter had tilted with the apex against the lateral wall of the ivc. Multiple struts perforated the ivc wall and the left posterior lateral struts entered the origin of the left retro-aortic renal vein. On or about (B)(6) 2019, the patient had another CT scan which showed the greenfield ivc filters struts had perforated the aortic wall and extend up to 4mm beyond the aortic wall. One strut extends into the left renal vein. The filter remains implanted at this time. No further complications were reported.